Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088678. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation.

Event description:
Patient reported "unknown nodules,¿ ¿one implant is leaking,¿ and ¿I am extremely concerned¿. The following reported event has been deemed not related to the device: ¿excessive calcium.¿ the side of this record is unspecified. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "unknown nodules,¿ ¿one implant is leaking,¿ and ¿I am extremely concerned¿. The following reported event has been deemed not related to the device: ¿excessive calcium.¿ the side of this record is unspecified. The device remains implanted.

Event description:
Patient reported "unknown nodules,¿ ¿one implant is leaking,¿ and ¿I am extremely concerned¿. The following reported event has been deemed not related to the device: ¿excessive calcium.¿ the side of this record is unspecified. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.